Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further information can be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4316, lot #: 15334893, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to inadequate pain relief. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.